Event description:
Same case as MFR report #: 2134265-2013-00276. It was reported that during a stenting treatment procedure, stent damage occurred. A non-bsc stent was previously implanted in the proximal right coronary artery (rca) and the physician noted that the stent had fractured recently. A new procedure was planned to treat the area and a 2.5 x 38 mm promus element plus stent was advanced but was not able to cross the lesion. Upon removal, stent damage was noted. Then, a 2.5 x 20 mm promus element stent was deployed in the atrioventricular branch. Next, a 3.0 x 16 mm promus element stent was advanced to the distal rca but was not able to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the initial visual examination of the returned device identified proximal stent strut damage. A number of the stent struts were bent in varying directions, disrupting the profile of the crimped stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage was noted with the hypotube/shaft. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2013-00276. It was reported that during a stenting treatment procedure, stent damage occurred. A non-bsc stent was previously implanted in the proximal right coronary artery (rca) and the physician noted that the stent had fractured recently. A new procedure was planned to treat the area and a 2.5x38mm promus element plus stent was advanced but was not able to cross the lesion. Upon removal, stent damage was noted. Then, a 2.5x20mm promus element stent was deployed in the atrioventricular branch. Next, a 3.0x16mm promus element stent was advanced to the distal rca but was not able to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.